Manufacturer narrative:
Information reported by customer indicated that the device had displayed a low battery (one bar displayed) indication for an undetermined amount of time prior to this event. Based on the reported information, the likely cause of the reported failure was due to the device being used with a normally depleted battery that was not replaced per recommendations in the operating instructions.

Manufacturer narrative:
The failure to properly maintain the device by replacing the battery when indicated as low is associated with corrections and removals number 3015876-05/01/2014-001c.

Event description:
The customer reported that during a patient event, the device started analyzing the patient's rhythm and then lost power. The customer indicated that the device had displayed the "ok" symbol during their daily check, prior to their shift. When the device reportedly failed, there was an approximate delay of five (5) minutes until a back up device arrived to deliver patient care. The customer also indicated that the battery had shown one bar of battery life for an unknown amount of time prior to the event. The patient did not survive the event.

Manufacturer narrative:
(B)(4). A clinical evaluation of the reported event concluded that there is not enough evidence of the patient's ECG data and condition(s) to state that there was any contribution to the outcome of the patient, from the reported device failure. Physio-control has attempted to contact the customer on several occasions to follow up on the reported event; however physio has been unable to reach the customer. The status of the device and battery is unknown at this time. The device has not been returned to physio-control.